Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. The provided lot number is invalid therefore DHR review could not be completed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient no longer liked the intermittent catheter product. The patient thinks they were using more silicone, making it feel too big for his anatomy. No medical intervention or patient impact was reported. No additional information was provided.

Event description:
It was reported that the patient no longer liked the intermittent catheter product. The patient thinks they were using more silicone, making it feel too big for his anatomy. No medical intervention or patient impact was reported. No additional information was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.